Manufacturer narrative:
This ultherapy uc-1 control unit and uh-2 handpiece were returned for service and repair on 23-aug-2018. An evaluation of the returned product was performed, and no issues were identified. The system underwent an operating system update and then passed all tests prior to release. No issues were alleged nor identified to occur on the transducers used during the treatment. These transducers were not requested back for evaluation as they were confirmed to be used to completion following treatment with subsequent patients. A review of the complaint device support log found that the only system messages displayed were code l indicating transducer out of lines. The investigation suggests that the device performed as intended during the procedure. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. The affiliate confirmed on (B)(6) 2019 that this patient fully resolved.

Manufacturer narrative:
The system support log was reviewed with no anomalies or warnings identified. Based on the support log review, the physical device has been requested for evaluation at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This event was identified as being reportable as a result of a review of complaints received by ulthera, inc. Merz device innovation center. This submission is part of a correction documented in ulthera, inc., merz device innovation center (B)(4).

Event description:
On (B)(6) 2017 a merz affiliate located in (B)(6) reported that a female patient had experienced sensory nerve pain three months post a full face ultherapy treatment administered with control unit serial number (B)(4). The patient was treated on (B)(6) 2016 with the standard recommended protocol with increased energy. The patient experienced a "shock like sensation" on the left side of her forehead during treatment but did not make the provider aware of the pain at the time of treatment. Three months later the patient sought treatment (physician name not provided) from a specialist because the "shock like sensation" did not subside. The specialist diagnosed the patient with trigeminal neuralgia and prescribed 300 mg of gabapentin for her symptoms. The affiliate reports the patient is 80% resolved.